Manufacturer narrative:
The quality engineer inspected 01 video of lot # 4009314 material # 300847 received for evaluation. The video showing discardit syringe is being used with spinal needle. Which is not indented for use. Wrong syringe is being used by the user. A review of our risk management document was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our specification requirements. However, bd cannot confirm the cause of the failure to our manufacturing process as wrong needle with discardit syringe is being used by user. We have checked the retained samples on our end for the lot # 4009314 material # 300847. But there were not any defect observed in retained samples. The device history record review was completed for provided lot # 4009317 material # 300847. There was no rejected inspections or quality notifications during the production of the provided lot number. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Discard it 5ml syringe was leaking during usage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd discardit ii 5ml with 24x1 leaked discard it 5ml syringe was leaking during usage.